Event description:
It was reported that at the patient's refill visit, 375mg of morphine was injected into the subcutaneous tissue surrounding the pump, rather than the pump. The patient experienced a decreased pulse rate and somnolence. The patient was treated with intravenous epinephrine and atropine. The patient was monitored until the next day. The patient recovered without sequela.